Event description:
It was reported that 4 bd vacutainer® edta 2k tubes had blood leak out of a loose cap after it had been re-secured onto the tube. There was no report of impact.

Manufacturer narrative:
Investigation summary: bd received 1 sample and 10 photos for investigation. The photos were reviewed and the indicated failure mode for loose cap with the incident lot was not observed. Additionally, the customer samples along with (B)(4) retention samples from bd inventory, were evaluated by visual examination and no issues were observed relating to loose cap as all samples met specifications. (B)(4) retention samples were selected for functional testing and all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode loose cap. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.